Event description:
It was reported that, "stem was inserted to desired anteversion. Implant was impacted using stem inserter. After impaction inserter locking ring was found to be distorted and one could no longer fit inserter on stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.